Manufacturer narrative:
Returned for evaluation was a nevertouch fiber.the fiber returned was noted to be fractured into 2 pieces approximately 30cm from the tip. Per the manufacturing engineer for this product family: "since there is no evidence of fiber mishandling in the area where the break occurred and the break appears to have occurred under a low stress condition, most likely an inherent flaw in the fiber glass core was stressed to a degree during the procedure pull back that resulted in the glass core breaking and eventual separation of approximately a 30cm section of the fiber assembly at the distal end due to thermal degradation." The customer's reported complaint of the fiber fractured is confirmed. A review of the returned sample shows the glass core at the break of the fiber indicating that the fiber broke under a low level of stress. Although the fracture is confirmed, a defintive root cause cannot be determined. A review of the device history records was performed for the indicated packaging and assembly/accessory/component lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. Labeling review: the instructions for use which is supplied to the end user with this catalog number contains the following statement "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 16cm." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A physician assistant reported an issue with a nevertouch direct procedure kit. During a procedure, at the time of the last section of lasing, the fiber spontaneously broke after a crackling sound and small flame was noted. This occurred outside of the patient's body; therefore, the patient was unaffected but the pa suffered a "fairly superficial" burn to a thumb. Part of the fiber was still inserted, but sticking out of the insertion site, so the remaining fiber was able to be pulled out fully intact. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. It was indicated the reported device is available for return to the manufacturer for a device evaluation.